Manufacturer narrative:
Product analysis: the device remains implanted, therefore no product analysis can be performed.   Conclusion: the device history record was reviewed and showed that this device met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Post-implant occurrence of paravalvular leak after an extended time period can be caused by a variety of factors, including changes to patient anatomy or pre-existing medical conditions. The root cause could not be determined from the information provided.

Event description:
Medtronic received information that approximately four years and one month following the implant of this 29 mm transcatheter bioprosthetic valve, a 26 mm non-medtronic valve was successfully implanted valve in valve due to severe paravalvular leak (pvl). The second valve reduced the pvl to mild. No further adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.